Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a confirmed fracture. The lead had high pacing impedance with episodes of noise, and a lead integrity alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.